Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), pregnancy with contraceptive device ('pregnancy stillbirth/miscarriage'), abortion spontaneous ('miscarriage') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B97490) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal discharge. Previously administered products included for an unreported indication: depo provera from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included dysfunctional uterine bleeding and vaginitis. Concomitant products included nsaids from (B)(6) 2014 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problem vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with fluconazole and surgery (to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved and the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: tubal ligation discrepancy noted for essure confirmation test as plaintiff did not undergoes essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet & medical record received. Reporter's information was added. Added event abnormal bleeding (vaginal, menorrhagia),depression, mental anguish. Event onset date was added. Historical condition, concomitant conditions, concomitant drugs was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), pregnancy with contraceptive device ('pregnancy stillbirth/miscarriage'), abortion spontaneous ('miscarriage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problem vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved and the pregnancy with contraceptive device, abortion spontaneous and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: case is now incident. New events - abdominal pain, general abnormal bleeding, psych injury, pregnancy stillbirth/miscarriage, bladder/urinary problems vaginal infection, vaginal discharge were added. Outcome of event pelvic/abdominal pain, general abnormal bleeding, vaginal infection, vaginal discharge were updated as recovered. Incident: no lot number or device sample was received in this case. We will conduct: a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.